Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their blood glucose was 512 mg/dl and that it had gone as high as 550 mg/dl. The patient experienced a slight headache but no other symptoms. The patient treated via manual insulin injection. Troubleshooting was initiated for the high blood glucose. The drive support cap appeared normal. However, there were air bubbles found in the set. The customer mentioned that the insulin was not stored at room temperature and that she had been using it cold. The patient was advised to allow insulin to warm to room temperature prior to use. The time may have been set incorrectly as the customer was on military time. No products were returned and a tubing clamp was shipped to the customer in order to perform the high pressure test.